Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the programmer was unable to power up. The patient said she knew the programmer batteries died, because she had a return of extreme pain. The patient noted that new batteries heated up inside the programmer and were really warm. A replacement programmer was sent to the patient. No out-of-box failures were reported. No further complications were reported/anticipated.